Event description:
(B)(4). Since I had these clamps put in I have experienced debilitating abdominal pain, severe cramping, mood swing, hot flashes, sharp pain on left side, loss of appetite, acne, muscle and or joint pain, weakness, overly tired, loss of sex drive, bladder issues and on the first couple days of my cycle I can not at times even get out of bed due to severity of the pain.